Event description:
The analyzer produced negatively based beta-human chorionic gonadotropin results on pt samples and a quality control sample. The investigation determined that the scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb, beta-human chorionic gonadotropin and troponin I results to be produced. There was no report of pt harm as a result of this occurrence.